Event description:
T was reported that the pump battery could not charge. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable, a replacement was sent to the customer. The customer¿s blood glucose value was 110 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.